Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty removing a luer connector (lot 31004) during a supply change and used pliers to detach it, after which the connector was replaced and insulin delivery resumed without issue. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no impact on health and no need for medical intervention. Investigation included troubleshooting and user education performed by support staff. Investigation of this case revealed that the replacement connector functioned as expected with no further issues. It was concluded that the event did not result in patient harm and that the device functioned as intended after the connector was replaced.